Event description:
The customer reported the ventilator was autocycling and pressure limiting during use on a patient. The customer reported there was no patient harm. The manufacturer's service technician was able to duplicate the reported problem during testing with the customer's test lung. The customer test lung had a rubber band around the lung for resistance which can create a trigger at specified ventilator settings and with an air leak. The service technician reported the unit did not autocycle using his service authorized test lung. The customer reported autotrak sensitivity was in use on the ventilator. Patient leaks were unknown, but are a critical factor and are significant in determining triggering and cycling thresholds. Extended self testing (est) and performance verification testing was completed and all tests passed per operating specifications.